Event description:
Caller alleged discrepant results using the inratio meter: results as follows: time: 11:06am, inratio: 5.5, re-test: ; 11:23am, 1.0, 0.9; 7:29pm 0.9. No lab confirmation was performed on (B)(6) 2011. The rn who tested the pt did a self test: 0.9. Lab draw was performed around the 10th of may and the result was in the high 2's.

Manufacturer narrative:
Investigation pending.